Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on an unknown date. After the procedure, there was a report of a burn. The nature and location of the burn was not provided. The patient was discharged home after the procedure and was not re-admitted. No further information was available.

Manufacturer narrative:
Date sent to the FDA: 11/24/2008. Thermal burn occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.